Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was unpacked on (B)(6) 2019. According to the complainant, there were cuts and damage on the device pouch. Photos sent in by the customer confirmed the device pouch damage and that the shipperbox seal was opened. This was found prior to use with a patient or procedure.

Manufacturer narrative:
Block h6: problem code 2385 captures the reportable issue of cuts across device packaging. Block h10: investigation result visual examination found that the middle of the pouch in the left side near the information label of device was cut. It was also noted that the package bonds were found to be continuous, intact and perfectly sealed. It is most likely that the failures found are related to the inappropriate transport or storage of the device; therefore the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was unpacked on (B)(6) 2019. According to the complainant, there were cuts and damage on the device pouch. Photos sent in by the customer confirmed the device pouch damage and that the shipperbox seal was opened. This was found prior to use with a patient or procedure.